Manufacturer narrative:
(B)(4) upon completion of the investigation a follow up report will be filed.

Event description:
During qa incoming goods inspection, the operator found that temperature monitor indicated temperature was out of range on product label. The temperature exceeded high limit (27c) on (B)(6) 2016. The temperature-indicating label didn't turn red. Now the goods are pending at warehouse. Please be advised if the goods need to be returned for investigation.

Manufacturer narrative:
(B)(4). It was initially reported that the device would be returned for evaluation. However, multiple attempts to obtain the sample were unsuccessful. This report has been updated to reflect the corrected information complaint sample was not returned to codman; therefore, an evaluation of the device could not be performed. Manufacturing records for the affected lot were reviewed and the device was found to have met specification when released to stock. A review of complaint records found no similar complaints for the reported lots. The cause(s) of the difficulty reported by the customer could not be determined. Complaint will be closed at this time as 'no complaint sample returned to codman for evaluation'. If the complaint sample becomes available, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this or similar complaints. At present, we consider this complaint to be closed.